Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Facility rep is stating that the wheel locks are stripped on the manual chair.